Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during the surgery, surgeon cut his glove on handle of impactor. Product is in very good condition but has a sharp metal piece sticking out. No harm to patient and case completed with the same device.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: damaged handle, sharp-edged event summary: it was reported that during impaction, surgeon cut his glove on handle of impactor as there is a sharp metal piece striking out. Review of received data no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the impactor has been returned for the investigation. There are some signs of usage. At the handle, there are several signs of impaction. It the rim of the impaction surface, there is a significant deformation, leading to a piece of metal striking out. See pictures attached. Review of product documentation: instructions for use (IFU) for surgical instruments states inspect all instruments/provisionals carefully prior to use. If damage or wear is noted that may compromise the function of the instrument, do not use the device. Conclusion summary: the impactor has been received for the investigation. It can be confirmed, that there is a sharp piece of metal striking out at the impaction surface. This damage could have either occurred prior to surgery (instrument dropped), or during impaction in the previous or current surgery. If the damage is noted prior to surgery, the IFU stated that the instrument is not to be used anymore. However, based on the available information an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.